Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic and pocket stimulation. The lead exhibited impedance greater than 3000 ohms. A chest x-ray revealed the lead had dislodged . On (B)(6) 2011 the physician attempted to reposition the lead but he could not access the header. The lead was left dislodged.